Event description:
Unomedical reference number 1894297 event occurred in (B)(6). It was reported that patient faced infusion set cannula kinked event on (B)(6)2024 after 3 or more hours of insertion. Infusion set has been used for 6 hours. Insertion site was abdomen. Customer regularly rotate site location. The blood glucose level was high. Therefore, patient was treated with correction via IV -bolus. Furthermore, customer confirmed the introducer needle was ahead of the cannula prior to insertion. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available